Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance and distal to stent. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, a 2.75 x 18 mm xience v stent system was advanced into the patient anatomy and the stent was deployed in the left main artery. A 2.25 x 12 mm xience v rx stent system was then advanced into the patient anatomy. The physician attempted to cross the xience v stent system through the previously placed 2.75 x 18 mm xience v stent in the left main artery to treat a lesion in the left circumflex artery, but the 2.25 x 12 mm xience v stent was not able to cross to the target lesion. During advancement, the stent became entangled with the previously placed stent and force was applied. The distal stent struts were flared and the device was removed from the patient anatomy. During removal there was difficulty and the proximal stent struts became flared. There was no damage noted to the previously placed 2.75 x 18 mm xience v stent. The procedure was completed with a non-abbott stent. There was no clinically significant delay and no adverse patient effects. Return device analysis revealed that the stent implant was stationary on the balloon but was not between the markers and the tip of the device was torn, but remained attached. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information received indicates that the physician believes the device tip became torn due to the interaction of the stent implant with the previously placed stent.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the 2.25x12mm xience v stent delivery system (sds) noted blood in the guide wire lumen, on the stent implant and on the balloon, which suggests the sds had been advanced into the body. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. There was a bend in the hypotube proximal to the guide wire exit notch. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, accessory device support, and/or interaction with previously implanted stents. The stent implant was stationary on the balloon but the distal end was located 3 millimeters distal to the distal end of the distal marker. However, there were crimp marks on the tightly folded balloon where the stent had been between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were mangled struts on the first row at the proximal end of the stent and stretched struts at the distal end of the stent. Thus, the distal and proximal stent outer diameters (od) were not measured due to the damage noted. The middle stent od met manufacturing criteria. The tip was torn at the distal end of the distal seal. Follow-up information regarding the torn tip was requested from the account and received stating the tip was not noted to be torn during product inspection prior to use and believed that the tear occurred due to the interaction of the stent implant with the other previously implanted stent. It is likely that interaction with the previously implanted stent contributed to the reported failure to advance. This interaction likely resulted in damage to the tip and stent, and disruption of the stent implant on the balloon such that it subsequently led to the resistance during removal. Since there was no report of any damage observed to the sds or stent implant prior to the procedure, this may suggest that a product deficiency did not contribute to the reported difficulties. It should be noted that the xience v instructions for use (IFU) states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. Additionally, the IFU states that should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It is likely that the IFU deviations contributed to the reported difficulties. A review of the electronic lot history record for the reported lot did not reveal any nonconforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for tip damage for this lot. There is no indication of a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% inspected for tip and stent damage, proper stent placement, and crimped stent outer diameter and a sampling of units is destructively tested prior to release to verify stent dislodgement force.